Manufacturer narrative:
Concomitant medical products: mouthpiece reference catalog number is 000429. The distal end cap (lot # 1910) was not located therefore it is not available for evaluation, however the scope was requested for evaluation. If any additional relevant information is provided, a supplemental report will be submitted. Ref: internal complaint number (B)(4).

Event description:
On 26 feb 2020 fujifilm medical systems u.s.a., inc (fmsu) was informed by the united states food and drug administration during a teleconference that a voluntary event report (mw5093099) had been submitted by a fujifilm customer stating that a fujifilm distal end cap (model dc-07d), used with a fujifilm duodenoscope, was discovered to be missing after a patient procedure. Upon investigation, the customer stated that the patient underwent a endoscopic retrograde cholangio-pancreatography (ercp) procedure, a treatment procedure for common bile duct stones; the procedure was successfully completed. The distal end cap was discovered to be missing after the scope was removed from the patient, during preparation for bedside cleaning. When initiating the first step of bedside cleaning "remove distal end cap", it was noted that the cap was not in place. The nurse thought that maybe the distal end cap was not on the scope to start the procedure. After confirming with additional staff that the distal end cap was indeed on the scope before and during the procedure, it was acknowledged that the distal end cap had fallen off at some point. The patient was discharged the same day as the procedure - without any adverse effects. The customer stated that the scope and the distal end cap were tested prior to the patient procedure. The customer stated that this was the first time that the distal end cap was used and it was tested twice. The following day the medical staff requested that the patient come back for an abdominal x-ray in an attempt to locate the distal end cap. There was no evidence of the distal end cap on the x-ray. The surgical suite was also checked and the distal end cap was not located. The physician indicated that the patient could have already "passed" the distal end cap. There was no injury or death associated with this event. This report is being submitted in an abundance of caution.